Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The tamper sticker was removed and there were cracks on the rear housing around the alternating current (ac) and dose ports. A small dent was observed on the downstream occlusion sensor nub. Simulated use was unable to replicate the reported issue. Multiple different cassettes were attached and the device operated without encountering the reported alarm. Event history review confirmed an alarm related to the primary complaint. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. Actions were taken to mitigate the reported issue: the downstream occlusion sensor was replaced.

Event description:
Information was received that during use of this smiths medical cadd legacy plus pump, the pump exhibited "no disposable, clamp tubing" alarm. It was reported that the error could not to be rectified at the time and the pump was switched out. No clinical injury and no reported adverse effects.